Event description:
Teleflex medical device, endotracheal tube, reference # (B)(4) lot #10ae04. The cuff did not deflate when the balloon device was removed. Tube was removed from patient without injury while cuff was still inflated.